Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported nurse manager had a male patient with sternal incision that dehisced, so the negative pressure wound therapy pro device was placed on this complex chest wound. When he came home, he had a lot of drainage, and was on IV antibiotics, the antibiotics ceased but they were still doing 5x visits a week because they felt the suction wasn't working properly and the patient kept experiencing issues with pooling under the dressing. The dressing had a good seal, but the pump was just not removing all the exudate. They changed the pump for a new pro device on nov 10 worried that it was a pump issue, and he did feel there was improved suction with it. Unfortunately, because of the pooling of fluid, he also had a lot of maceration by then. He also developed a fluid filled pocket at the bottom of the wound. Over the weekend (nov 13-14) the client was admitted to hospital with an infected wound site.

Manufacturer narrative:
Supplemental report is being filed since investigation has been completed. Review of the device history record revealed the device was manufactured on dec 14, 2018. Further review of the record confirmed the device was inspected based on our inspection plan and no issues were detected during the inspection. One device was returned for investigation. Visual review of the returned device revealed the serial number to be (B)(6). The returned device was inspected according to our final inspection procedure and was found to be working properly. There were no issues detected during the investigation of the returned device and no malfunction was found. The device met specifications and works as per requirements. Operators participating in the manufacture of the serial number are certified in their respective processes. We will continue to monitor trends and utilize the information as part of continuous improvement.